Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(4) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered numerous lead integrity alerts (lia) due to high rate non-sustained episodes and numerous sensing integrity counter (sic). Lead warnings were observed for oversensing with noise and low pacing impedance just below the programmed threshold on the rv lead. Additionally, oversensing and undersensing on the ventricular channel was noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.